Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional testing was completed without issues. A serial readout was requested for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device was not returned.

Event description:
Livanova (B)(4) received a report that a s5 roller pump stopped and displayed a level error message during procedure. The visual check on the disposable venous reservoir and the level module display showed an adequate level, contrary to the error alarm from the s5 pump. The customer restarted the device but low level the error message was still present. Therefore, the customer powered off the pump once more and turned the pump one time with the hand crank. The second restart cleared the error message. The surgery could be carried out further successfully without issues. There was no report of patient injury.

Manufacturer narrative:
Livanova deutschland received a serial readout for further evaluation. During the evaluation of the serial readout the reported failure could not be confirmed or reproduced. The device worked according the specification and no failure was found.